Event description:
Additional information was provided that the patient was scheduled to revisit their physician to discuss possible defibrillation threshold (dft) testing.

Event description:
Boston scientific crm received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to a high shock lead impedance measurement, exhibited by a non-boston scientific shock lead. It was noted that the actual impedance value was not shown on the website as the 21 hour measurement window has likely not expired yet. It was also noted that the shock impedance typically is approximately 100 ohms. Technical services (ts) recommended bringing the patient in for further evaluation. (B)(4) received that the patient came in and we checked the device. The impedance was 101 ohms for shock impedance and function was determined to be good. Additional information was provided that latitude detected another red alert was detected due to high shock impedances. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was received indicating that almost five years following the event another red alert was detected for high, out-of-range (oor) shocking lead impedance measurement. This has been an ongoing issue. The patient was seen in office recently and shock impedance was at 100 ohms. At this time, dft testing has not been performed and the patient is continuously monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The crt-d was returned following the patient's death several years later. There were no allegations relating to the patient's death.